Event description:
In 2009, patient reported he received an e4 (occlusion) while wearing the infusion device. He stated he has been receiving the e4 for the last 3 hours. Had patient prime the infusion set with the tubing and adapter attached to the infusion device. Patient reported he received no error messages. Advised patient this means it is the site. Patient reported he changed the site a few minutes ago as well as the tubing. Had him put the infusion device in the run mode and programmed a bolus "in the air" for 3 units. Advised he connect back to his site. Patient programmed a bolus while attached to his site, as he said he needed and received e4. He stated it was burning and painful while it was attempting to deliver the bolus. Had patient change his site. Patient reported he inserted the new site, bolused 0.7 to fill the cannula and then programmed the bolus he has yet to receive. Patient stated it delivered about 5 units, and he again received the e4. Had patient disconnect the tubing and he successfully completed a prime. Had him put the tubing back on, and attempted another prime with the tubing attached, no issues. Determined there is no issue with the infusion device, cartridge, adapter or tubing. Had patient attach to a new site and new tubing. He primed successfully with no errors. He then attached to his site and bolused to fill the cannula. Patient reported he is not going to bolus at this time, however, in 2 hours he will check his blood glucose and determine if he needs a bolus. Confirmed in his history that he has received about 10.7 units. Patient stated he wanted to take about that many units to cover his meal, and the 380 mg/dl reading. Patient's normal blood glucose range is: 130 mg/dl. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Sending infusion site assist device, information on infusion site management and replacement box of infusion sets; requested return of the alleged infusion sets. On follow up call three days later patient reported his blood glucose levels have returned to normal for the most part. He stated he had a reading today of 300 mg/dl at 11 am. Customer is unsure why he had the elevated reading today. Patient stated by lunch time his reading was back down to normal. He reported not having any more e4 errors.